Event description:
It was reported that the 9900 system will not boot up and presents a precharge fail error code. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified an open resistor on the filament driver board. Replaced the filament driver board. The system was tested and found to be working as intended and placed back into service.